Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins). It was reported that the patient¿s device on their right side was not working. No symptoms were reported. No further complications were reported or are anticipated.